Manufacturer narrative:
Manufacture date not available at time of this report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The adjustment screw threads are damaged limiting the travel of the clamp. One clamp face is bent to the side. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that a spine clamp was stripped. There was no patient present.